Event description:
Customer reported an issue with the gas module iii which may have affected gas monitoring. No pt injury reported.

Manufacturer narrative:
Company rep replaced gas bench and adjusted volt power supplies. Performed a gas calibration. Tested, calibrated and safety checked unit to factory specifications.